Event description:
It was reported that this right atrial lead exhibited high out of range shock impedance measurements and noise. Due to this, the device recorded inappropriate atrial tachy response (atr). Furthermore, a signal artifact monitoring episode was recorded. Further evaluation was recommended. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements and noise. Due to this, the device recorded inappropriate atrial tachy response (atr). Furthermore, a signal artifact monitoring episode was recorded. Further evaluation was recommended. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field. H6: device codes.